Event description:
Reporting status: malfunction, reporting rationale: stent dislodgement/ no medical intervention, has caused or contributed to patient injury previously, device issue: dislodgement. It was reported that the stent dislodgement occurred during preparation or unpacking. The device was not used on the patient. Therefore, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- it was reported that the stent dislodged during unpacking/preparation for use. If the device is mishandled or not prepped per IFU, stent movement/ dislodgement can occur. However, without the product to analyze or a part and lot number to review manufacturing records, no conclusion can be drawn for the root cause of the stent dislodgement. However, stent placement and security are verified on-line prior to release.